Event description:
The pt underwent percutaneous transluminal coronary angioplasty. The cardiologist attempted arteriotomy closure with a prostar 9 fr pvs device. The needles did not present on deployment. The cardiologist was able to back-down the needles and remove the device. An introducer sheath was placed but hemostasis could not be obtained. It was assumed that the arteriotomy was expanded by over-inserting the device up to the barrel. The pt went for surgical repair of the artery. Surgery was successful and the pt was stable.